Event description:
A review of service data has detected a reportable event. Upon servicing electrode belt sn (B)(4) failed the pulse lead hi-pot test. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief and the heat shrink tubing had come off of the pulse wire. This resulted in a short in the distribution node. The cause for the test failures was the shorted pulse wire in the distribution node. The cause for the shorted pulse wire was the defective heat shrink. The cause for the defective heat shrink was the pulled cable. The root cause for the pulled cable cannot be positively determined but was likely physical abuse. No adverse event resulted from the damaged wire.